Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review, evaluation notes, and results from the legal manufacturer investigation. The following sections were updated: h2,h3, h4, h6 and h10. Correction to d9 the legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The device was returned for evaluation. Upon evaluation of the device, change of the generator board was performed and the equipment was out of normal parameters of operation. Furthermore, there was hit in the touch panel and absence of rear screws and inferior rubbers. The pedal cable cover was broken in part proximal to the pedal. A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in july of 2020. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. The customer is required to check the function of all devices used prior to a procedure. In addition, according to IFU, a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has been returned, but an evaluation has yet to be started. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while they were concluding a turp bipolar procedure on a (B)(6) patient, the olympus hf unit "esg-400" presented an error message. According to the initial reporter, they were on the last step of the procedure, but opted to complete it using storz monopolar technique. The patient's overall outcome was noted as 'ok'.